Event description:
It was reported that during a left mca (middle cerebral artery) aneurysm case, the physician delivered the stent (subject device) through the microcatheter but when the subject stent reached the middle of the microcatheter, it could not be advanced or retracted from the microcatheter. The subject stent got stuck and deployed in the microcatheter. The physician removed the subject stent and microcatheter together and replaced them with other products to finish the procedure. The procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection the stent was seen to be deployed. The stent delivery wire (sdw) was seen to be kinked. The stent was seen to be deformed and the introducer sheath tip was seen to be damaged. A functional inspection was not carried out as the stent was returned deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent deployed prematurely during use was confirmed during analysis. The reported stent difficult/unable to advance or pullback through catheter could not be replicated during device analysis; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Addition information received was the device was prepared as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. It was also reported that the patients anatomy was described as been moderately torturous. The device was returned for analysis. The stent was returned in the condition of deployed and deformed, confirming the reported stent premature deployment. The sdw was returned and was found to be kinked. The introducer sheath was returned and found to be damaged. Its likely when the reported resistance was felt while attempting to transfer the device, manipulation of the device would have caused the damage noted and the subsequent premature deployment. The reported events stent deployed prematurely during use and stent difficult/unable to advance or pullback through catheter as well as the as analyzed defects stent deployed prematurely during use, sdw kinked/bent, stent deformed and stent introducer sheath damaged will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.